Event description:
It was reported that on (B)(6) 2022, during an atec procedure a foot pedal issue occurred during the procedure that caused the physician unable to collect samples so the patient had to be rescheduled. No other information is available.